Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Nursing note after return from operating room, when flushed line post-op noted leaking around dressing. Took dressing down and noted PICC line with hole in actual line outside of patient. PICC line discontinued immediately.

Manufacturer narrative:
The returned sample was submitted to vygon (B)(4) for evaluation. Based on the analysis we cannot confirm the complaint was a result of a manufacturing problem. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing. The customer stated the catheter worked well for 15 days before it started leaking. Examination of the returned sample showed that the catheter was leaking about 1cm distal to the wing. Microscopic examination showed typical signs of pressure burst. A 3ml syringe was connected to the green catheter hub. The instructions for use state "caution: do not use small syringes as these can generate very high pressures."